Event description:
Hill-rom was performing an inservicing and it come up that they are having continuing problems with siderails latching.

Manufacturer narrative:
Tech was questioned by account if there was anything they can do. Tech told account there is nothing at this time and eng says there isw no need for lubrication and thought that field tech's might be usi8ng a teflon lubricant. No problems at this time.